Event description:
It was reported that, during a photo selective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, during a photo selective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.